Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ht70 ventilator displays the warning message check circuit or proximal line along with the audible alarm. There was no injury to patient. It is unknown if the patient was transferred to another ventilator or not. The customer tried other breathing circuits as well and noticed that the issue remains. Ventilator passed both parts of the circuit check test.